Event description:
This is a case report received by baxter (B)(4) from a nurse. It was reported that a patient dialyzed at home and experienced difficulties using the baxter uv-flash solution transfer set. The reporter stated that it was difficult to connect to the uv flash machine. According to the reporter, there was a bad connection between the set and the dianeal bag, coupled with a mis-spiking because the spike did not collide with the bag and it was found twisted. According to the reporter, the patient went to the hospital in order to change his transfer set (which was set-up in (B)(6) 2010). The nurse reported a peritonitis risk due to the set change. The reporter confirmed that there was no medication nor additional hospitalization for the patient. There was no prophylaxic antibiotherapy performed on the patient. There are no clinical consequences reported for the patient. The sample is available for analysis.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation. Should any additional information become available, a follow-up report will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). The customer report of a connection issue was confirmed during evaluation. One used set was received and visually inspected. The tip of the spike was noted to be bent inward. No other visual defects were noted. The root cause was undetermined. No batch review could be performed since the lot number was unknown. Baxter will continue to monitor similar reports to determine if further actions are required.